Event description:
This lead was capped due to noise resulting in inappropriate shocks. The physician elected to implant another lead. However, since the patient was very concerned with receiving inappropriate shocks, the patient elected to have their device programmed off and this system is no longer active. Should additional information become available, this event will be updated.